Event description:
The customer tested her blood glucose using an accucheck meter and received a reading of 127 mg/dl. She retested using contour, and received readings of 52 and 25 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.